Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to reload the original cartridge, which resolved the issue. The caller successfully loaded a cartridge onto the pump and was able to resume insulin delivery.